Event description:
It was reported that post implant, a vibratory alert showed high impedance and a decreased r-wave. Perforation was noted. The lead was explanted and replaced.

Event description:
It was initially reported that the device was explanted after implant duration of zero days, due to unknown reasons. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of event date: analysis of the mitral valve revealed bileaflet prolapse when compared to p1, a2, p2 and a portion of p3 prolapsed in middle portion of a3 but not significantly. An annuloplasty ring was placed with interrupted sutures, a 26 and the valve was tested. Indentations between p1 and p2 were closed with interrupted 5-0s between p2 and p3. Following closure of these, the valve remained regurgitant and anterior leaflet trigone resection was undertaken resulting in no prolapse but still some regurgitation. So consequently decided to replace the valve given the repair was not adequate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.